Event description:
It was reported that patient presented in the emergency room after receiving inappropriate high voltage therapy. The device was found to be in back up vvi mode. A device download was performed successfully. Patient was fine after the event.

Manufacturer narrative:
(B)(6).